Event description:
It was reported that during the upgrade the right atrial (ra) lead was tested with adequate sensing for the patients rhythm, but could not capture. A fluoroscopy revealed that the lead had dislodged into the inferior vena cava. It was noted there was phrenic nerve and diaphragmatic stimulation. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076-58, lead, (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary- the full lead was returned. The distal lv (low voltage) electrode of the lead was covered in blood, the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth, and the helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated that there was apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.